Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. The patient stated that upon removal of the sensor pod, he was unable to locate the sensor wire. Patient was not experiencing any discomfort at the site of insertion. At the time of contact, the patient did not report any injury or medical intervention.